Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: nov 30, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed that the lens was overridden by the plunger inside of the cartridge, pieces of the lens were stuck in the cartridge, and cartridge tip damage, which can be attributed to using an inadequate amount of ovd during loading and insertion suggested by the very trace amount of viscoelastic observed in the cartridge. The simplicity was disassembled and inspected, revealing no assembly issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) of a preloaded product into the patient's right eye, the iol ejected prematurely. Only the cartridge tip had patient contact. There was no incision enlargement, vitrectomy, or sutures done. No other information was provided.